Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. On (B)(6) 2017 the patient¿s device system was removed due to infection. The patient wanted to be re-implanted at some time. No further complications have been reported as a result of this event.